Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s left ventricular lead had dislodged on an unknown date. The physician elected to explant and replace the lead. However, the replacement was unsuccessful, and the left ventricular port was plugged. The patient was stable.